Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection in the power circuit. This damage was consistent with a severe impact. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the pump was unresponsive.